Manufacturer narrative:
The complaint device was discarded by the customer and not available for evaluation. Therefore a definitive root cause cannot be determined for this failure. However, it was reported that the surgeon was torquing the device pretty hard before it broke and therefore, it is a possibility that exerting excess force led to the reported failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the metal shaft of the customer¿s ideal suture shuttle broke in half while inside the patient. The sales rep said it broke into 2 separate pieces but all pieces were easily retrieved from the patient. The sales rep reported that the surgeon was passing through the tissue at the time of the breakage and was torquing the device very hard but he was not at an off angle. The surgeon completed the procedure with another similar like device of a different degree with no patient consequences or delay. The complaint device was discarded by the customer.